Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced eight infusion sets fell off events while doing swimming between date (B)(6) 2024 to (B)(6) 2024. The infusion sets were in use for approx. 1hour and 10 minutes. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 2 of 8.